Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (407 mg/dl). Customer noticed that while charging her infusion set that she had a bent cannula. She was hospitalized for three days and was treated with intravenous insulin and saline.